Event description:
It was reported that this patient was admitted into the hospital with syncopal related symptoms. This patient had underlying rhythm of atrial fibrillation. There was a gradual increase in threshold measurements since october 2022. The threshold increased to 1.7v @0.4ms from 0.8v@ 0.4 ms, and there was a slight decrease in impedance and sensing although these measurements remain within range. Data was provided to technical services for review. At this time, it is not known if the syncopal was related to patient condition or lead issue. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was admitted into the hospital with syncopal related symptoms. This patient had underlying rhythm of atrial fibrillation. There was a gradual increase in threshold measurements since (B)(6) 2022. The threshold increased to 1.7v @0.4ms from 0.8v@ 0.4ms, and there was a slight decrease in impedance and sensing although these measurements remain within range. Data was provided for analysis and technical services reviewed the lead diagnostic changes and indicated that the patient was seen in-clinic and the lead was functioning normally, patient clinical status changes cannot be excluded as a contributing factor given the multiple diagnostics changes. The local boston scientific representative had relayed this information to the physician as well as a request for comment on any other root cause for symptoms and had receive no response. No additional adverse patient effects were reported. This rv lead remains in-service.